Event description:
Hcp reported "apparent overdose of intrathecal narcotic." The pt had a pump refill in 2004. Two days after "when new med would have cleared dead space" the pt experienced nausea and vomiting. A day later the pt was also experiencing confusion and was taken to the e.r. And was then admitted. Two days later the pt was reported to be "comatose, purposeful to pain." The pump and tubing were emptied. Narcan was given and the pt awoke. The residual volume in the pump was checked and found correct. Analysis on the pump medication showed concentration was accurate and no contaminant found.